Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Device is an instrument and is not implanted/explanted. Device is not available for return. Reporter is company representative; no phone number is available for the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows: it was reported that the tip of grasping end of the forcep for wire broke for two (2) forceps on (B)(6) 2018 for an unknown procedure. No information is available on surgical delay or patient status. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Hospital contact number. Device history records review was attempted for part# 391.800, lot# 8512. Device history record review is not available as the device is older than 30 years. These dates were incorrectly reported as 3/23/2018 in the initial report. The correct date is 3/22/2018. G1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.